Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant low inr results between coaguchek xs meter serial number (B)(4) and an unknown laboratory method. The result from the meter was 1.9 inr. The result from the laboratory within 4 hours was 3.03 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The reporter was unable to provide the laboratory method the meter was compared to. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."